Manufacturer narrative:
The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The lens bay door is open. The plunger has been fully advanced and is bent pointing upwards through the opened lens bay door. The upper section of the nozzle has been cut/torn from the remaining nozzle and is not returned. Intraocular lens (iol) was not returned. The product investigation could not identify the root cause for the reported complaint "damaged haptic" as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Nurse reported during surgery with a description of damaged haptic and with no patient impact. Additional information has been requested.